Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the date of manufacture for the ventralex st mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Corrected field: device manufacture date.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged that the patient experienced abscess and infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous information. This supplemental emdr is being sent to correct the date of manufacture for the ventralex st mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information provided, no conclusion can be made. Per medical records provided, approximately 1 month post implant of ventralex st mesh, patient developed with abdominal pain and underwent repair surgery for hematoma, seroma and removal of ventralex st mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery due to an alleged abdominal abscess and to remove the ventralex st, which failed and was infected. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2014 - patient had abdominal pain and was diagnosed with incarcerated umbilical hernia and underwent robotic-assisted laparoscopic repair with ventralex st mesh. Per the operative notes," I began dissection of the umbilical hernia. It was identified that there were multiple umbilical hernias in swiss cheese configuration at the umbilicus. Amount of omentum was reduced. The hernia defect was noted to be approximately 2 cm in diameter. I then used a large ventralex st mesh. I removed the center strap and placed a 0 prolene suture at the center of the mesh. I then rolled the mesh around a grasper and placed it into the abdominal space.¿ (B)(6) 2015 - patient was developed with periumbilical abdominal pain and underwent repair surgery for abdominal wall abscess, hematoma, seroma, and removal of infected mesh. Per the operative notes," we encountered a firm mass. Large amount of old blood was evacuated from this area. Once to the edge of the mesh, we were able to identify the suture. This was removed easily. A large amount of serous appearing fluid was drained. Removed the mesh completely and mesh (ventralex st) came out completely. There was an area of the omentum just below the mesh, I removed it completely.¿ attorney alleges abscess, pain, emotional injuries without treatment, infection and seroma.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged that the patient experienced abscess and infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery due to an alleged abdominal abscess and to remove the ventralex st, which failed and was infected. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.